Event description:
Doctor states while utilizing surgical guide print003, implant was placed too close to neighboring root and as a result, implant was backed out, the site grafted and patient sent home.